Manufacturer narrative:
At received the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The device analysis was unable to determine what caused the battery to deplete.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator stopped working. Reportedly, the patient slipped and fell, after that, the stimulator charging became problematic. The device would charged intermittently and would not fully charge. Consequently, surgical intervention was taken and the generator was replaced and the issue resolved.